Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one report said the device had no supra ventricular tachycardia (svt) stored in the treated zone but the electrogram summary screen included lables that ventricular tachycardia (vt)/ventricular fibrillation (vf) therapy was withheld. The caller was advised that the summary misrepresents episodes where logic rules applied in the vt monitor zone as episodes where the vt/vf detection was withheld when this was not the case. The issue was escalated to have the summary updated to correct it. No patient complications have been reported as a result of this event.